Manufacturer narrative:
(B)(4). Concomitant products: 00598003701 lot # 62143540 nexgen tibial component, 00596009900 lot # 62167349 nexgen taper stem plug, 00597206535 lot # 62034492 nexgen all poly patella, 00111314001 lot #74884314 and 00111314001 lot #74804314. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: ( 3007963827-2017-00005 ). The information provided on this form was previously submitted under manufacturing report number : 0002648920 - 2017 - 00034 incorrectly.

Event description:
Patient alleged experiencing throbbing pain, swelling, and audible clicking in the right knee that started roughly 1 year post op. No revision has been reported to date and no further information has been provided.